Event description:
It was reported that the patient was experiencing diminishing pain relief and had high impedances on one of the leads. Reprogramming was unsuccessful. The patient underwent a revision procedure wherein the lead was replaced. The patient is recovering as expected and the explanted lead was disposed by the facility.